Event description:
The hearing aid (h/a) specialist noticed wax guards in the user's ear during a routine follow up visit at the h/a dispenser's office. Because of her age, the user was referred to a dr to remove the wax guards. There was no further problem with the ear, no redness, swelling, or irritation. No further treatment was required.